Event description:
The patient reported that she would feel a "zapping" sensation when her pelvis moved since 2017 (patient stated 6 months ago) patient stated that she had a surgical procedure since then and she no longer has that sensation. The patient stated that her pelvis no longer moves because she had a surgical procedure to correct that, so she no longer feels the "zapping" sensation. The patient indicators for use are for gastrointestinal/ pelvic floor. No further complications were reported/anticipated.